Event description:
The reporter stated that their customer reported that during set-up the pressure monitoring line was found cut and the female port was missing. No patient injury or treatment was reported.